Event description:
Customer's family member reported testing customer with the freestyle meter on the finger while they were unconscious. The result was 99 mg/dl. The family member rushed the customer to the ER where they received a reading of 19 mg/dl with their unknwon brand meter. The hosp staff administered an IV and added a hypodermic with an unknown substance as treatment. The customer was not admitted to the hosp.